Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Additional information received that the pacemaker was used as temporary external pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.